Manufacturer narrative:
This report is being submitted as follow up no. 2 to update, and provide the completed investigation results. One 6fr angioseal vip device was returned for evaluation. The hemostasis sheath was returned properly mated with the arteriotomy locator. All components were received in a header bag. Visual inspection revealed no anomalies on the returned components. The carrier tube assembly was examined and the bypass tube adequately covered the anchor. Functional testing was conducted. The carrier tube assembly was then mated with the hemostasis sheath and the device was deployed. No functional anomalies were noted. Based on the investigation results the actual sample was the normal product. There is no evidence that this event was related to a device defect or malfunction and the exact cause for the reported event cannot be definitively determined.

Manufacturer narrative:
(B)(4). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that while trying to deploy the anchor it would not push though the tip of the locator when using the angio-seal device. The device was removed and the vessel was closed without the angio-seal device. There was no harm to the patient. Additional information was received on august 30, 2018. The procedure being performed was a lower limb angioplasty. During deployment there seemed to be a blockage before the clicking stage when pushing the collagen plug through towards the end of the device. It would not go down any further and they did not want to force it. Blood loss was less than 250cc. The patient was stable and the procedure outcome was successful.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.